Event description:
Customer reports back to back testing on the same meter while using the compact sys with results of 189 mg/dl and 28 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect prod and replacement was sent.